Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The target lesion was located in a calcified left anterior descending artery. The lesion was predilated and the 3.0x32mm taxus liberte' drug eluting stent was deployed at 8 atm's. The physician attempted to remove the stent delivery system, but encountered withdrawal resistance so the balloon was reinflated, the guide catheter was deep seated and the balloon was able to be removed. The stent remained in position. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.